Event description:
This report is being filed after the subsequent review of the following journal article, kumar, p. V., lim, a. Y. T., lingaraj, k., and puhaindran, m. E. (2006). ¿the split flexor carpi ulnaris as a local muscle flap¿. Clinical orthopaedics and related research. (455: 262-266). Singapore article. This is a case report involving two patients illustrating the clinical use of the split flexor carpi ulnaris as a local muscle flap. Patient 1, a (B)(6) male sustained a closed comminuted fracture of his left olecranon when he fell from a height of 3 meters onto his left elbow. He has a history on noninsulin dependent diabetes mellitus. An open reduction and internal fixation (orif) with a 3.5-mm locked compression plate was performed. One month after surgery a superficial wound infection developed and was treated with oral antibiotics. The fracture united after an additional 2 months. One year after surgery, the patient presented with increasing pain and swelling in his left elbow. Implants were removed and infected granulation tissue over the plate was observed. The screws were loose and pus was extruding from the screw holes. The bone was thoroughly debrided. A local muscle flap consisting of split flexor carpi ulnaris was fashioned to facilitate healing. Postoperatively the patient reported resolution of pain and the wound healed without further complications. Full range of motion (rom) of the left wrist in flexion, extension, radial deviation, and ulnar deviation was achieved. This report 1 of 2 for (B)(4). This report is for an unknown plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown plate/unknown quantity/unknown lot. Refers to screw loosening. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.